Manufacturer narrative:
This MDR should be considered cancelled. Catalog number 254086 is an industrial product and does not meet the definition of a medical device.

Event description:
It was reported that while using plate trypticase soy agar 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Event description:
It was reported that while using plate trypticase soy agar 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaints trends were reviewed for a period covering 12 months. There were no similar complaints received during that period on this batch number. Therefore, a trend could not be identified. The batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. The retain samples were reviewed and no deviation could be detected. Pictures were provided documenting the reported contamination. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9%. Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive contaminated plates. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9%. Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive contaminated plates.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is lab use only but is considered to be substantially similar to the legally u.s. Marketed device plate trypticase soy agar 5% sb 100 ea catalog number 251261 which did not have a 510k number.

Event description:
It was reported that while using plate trypticase soy agar 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.